Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the distributor the product arrived damaged with sterility barrier potentially compromised. There was no patient involvement.

Manufacturer narrative:
It was determined the device did not cause or contribute to a reportable malfunction. Please void this submission.

Event description:
It was determined the device did not cause or contribute to a reportable malfunction. Please void this submission.